Event description:
It was reported when using the bd vacutainer® luer-lok¿ access device holder with pre-attached multiple sample adapter, the device experienced the inability to fill the tube completely. The following information was provided by the initial reporter. The customer stated: unable to draw blood.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 48 retention samples from bd inventory were evaluated by visual examination and 12 by functional testing and no issues were observed relating to unable to draw blood as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode unable to draw blood. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.